Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience a low bg of 43 mg/dl. Customer consumed carbohydrates to address bg. Customer alleged that the pump had delivered a bolus via the control iq software that caused them to experience a low bg. Tandem technical support verified in the pump logs that the software was performing as intended and that the pump settings may need adjustment. Recommendation was made to discuss diabetes management with a health care professional.